Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer blood glucose was 49 mg/dl. Customer was not using auto mode feature. It was stated that there were change sensor alert and sensor updating alarms. The insulin pump will not be returned of the further analysis.